Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd plastipak¿ syringe was found with foreign matter ¿there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: samples/ photos analysis: an image was received, and it is possible to observe foreign matter ¿ grease. DHR review: the batch record was verified and the manufacturing date for this batch was 11/may/2017 until 12/may/2017. The process inspections were performed and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection with each 2 hours at 36 parts at assembly machine; and visual inspection each 2 hours at 1 cycle at packaging machine and inspection system challenge each shift; qn review: no quality notification (qn) that could related to defect were observed. Maintenance review: no maintenance records that could related to defect were observed. Investigation conclusion: confirmed: bd was able to confirm/ reproduce the incident in question. The photo provided by the customer was verified and it was possible to observe foreign matter ¿ grease. The reported problem is related to the residue of lubricant from the assembly machine failure caused by line clearance failure after the maintenance process. As action to minimize this defect a six sigma project is being performed (project #35 fy17) and the deadline is sep/2018. The root cause is related to lubricant from assembly machine, caused by line clearance failure after maintenance process.

Manufacturer narrative:
Samples/photos analysis: samples were not received from customer to analyze. The inspections carried out on the assembly machine were checked and no records of this defect were found or anything that could clearly indicate the cause of the defect claimed in the batch history. Please be advised that the current controls for detecting the defect are performed by visual inspection each 2 hour in 24pieces qn/maintenance review: there are no quality notification (qn) and maintenance records that could lead to this issue. Investigation conclusion: not confirmed: bd was not able to confirm/reproduce the incident in question.